Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 6.2; lab: 3.3; mean: 4.75; confident limits: 2.6-6.9. The inratio and lab value within the confident limit as per internal procedure tr#0150 rev.2. The product will not be investigated.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 6.2; lab: 3.3.